Event description:
It was reported to ge that a male pt, 61 yrs old, slid off the head end of an sfx-ii table with a remote console. The pt reported back and head injuries and was taken to the emergency room. It was reported that the remote console angulation switch for the trendelenburg direction got stuck and would not release. The field engineer reportedly found that the access hole for the switch in the top cover had a burr that was hitting the switch button. He reportedly filed the hole and replaced the switch button, after which the system was working correctly.